Event description:
It was reported that the pt had the feeding tube attachment device (ftad) in place on his nose for two days. A pressure necrosis developed on the nose (nasal nare) under the section of the device where the rigid tube clip is attached. The user facility stated that they believe the ftad was applied too high on the pt's nose which resulted in the injury.

Manufacturer narrative:
No additional info was provided. Pt was reported to have died from unrelated causes. The user facility reported that if the pt had not died, plastic surgery would have been required.